Manufacturer narrative:
The device was returned to resmed and an extensive engineering investigation was performed. Review of the device logs confirmed the reported system fault error message (sf 180) indicating an internal battery charging fault and revealed that the device failed to complete its internal self-test. Based on all available information and previous investigations of similar complaints, the investigation determined that the system fault error message (sf 180) was most likely due to the device use in a temperature environment below of its specified range. The device failure to complete its internal self-test was due to a faulty non-return valve (nrv) in the pneumatic block. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. There was no patient injury reported as a result of this event. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an internal battery charging fault. The device was not in use when the fault occurred, therefore, there was no patient involvement.

Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an internal battery charging fault. The device was not in use when the fault occurred, therefore, there was no patient involvement.